Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a gap on the adhesive on the distal end causing a stain to enter inside the lens through the gap, and there was a gap between acoustic lens and ultrasound probe. Further inspection findings: due to wear of the forceps elevator lever the upward/downward angulation control knob could not be locked securely, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover had a crack, the universal cord had buckling and a scratch, the distal end had a scratch, the ultrasound connector of contact pins had corrosion, the air/water cylinder had discoloration, the suction cylinder had discoloration, and the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had ultrasound stage/image drop out. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: gap on the adhesive on the distal end causing a stain to enter inside the lens through the gap, gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.